Event description:
It was reported that an asymptomatic patient presented during follow up, post-sensed t-wave oversensing was observed. The oversensing was noted on stored egms. Programming changes were made and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.